Event description:
It was reported that during hospitalization, the pt suffered a stroke. The pt was noted to have right upper extremity weakness that was not present prior to the carotid stenting; however, the pt did have complaints of bilateral lower extremity weakness on admission to the hosp. A right upper extremity weakness was noted in 2005. A CT of the brain was ordered adn the results noted that new infarct had occurred in area not supplied by the circulation of the vessel stented. The pt was transferred to a sub-acute rehab, which resulted in prolonged hospitalization and a persistent or significant disability. The outcome remains unchanged and rehabilitation is ongoing.